Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-00339. Concomitant medial products: unknown part/lot- femoral stem, femoral head, acetabular cup. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address hip dislocation. No further information has been made available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information concomitant medical products: part: 16-104164, name: ringloc + shell, catalog#: 16-104164, lot#: 545290; unknown stryker head; unknown stryker stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Surgical notes were not provided. E-poly liner was used with a stryker stem and head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.